Event description:
Event description guidant received information that this ventricular lead had dislodged approximately 2 weeks post implant. It was discovered due to elevated threshold and undersensing.